Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate anti-tachycardia pacing (atp) and an inappropriate shock on (B)(6) 2025 due to an atrial tachycardia with ventricular conduction aberrancy. Technical services (ts) was consulted for programming options. The doctor decided to modify the device programming and increase the beta blocker for this patient. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.